Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has detected increasing right ventricular (rv) threshold and lead impedances. Both shock and pace impedances are high but not out-of-range. Isometrics and pocket manipulations have been unable to create any noise. There has been no inappropriate therapy. No adverse patient effects were reported and the patient is not pacemaker dependent. No intervention is planned and the patient will be monitored.